Event description:
It was reported that before the introduction of the catheter into the patient, at the moment of catheter cut, it was observed that the catheter's guide (of the catheter's inside), did not slide through the rubber, getting stuck and undoing itself. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the stylet wire was unraveling was confirmed; however, the cause of the damage could not be determined from the two photographs and video that were provided for investigation. The photos and the video show an unraveled stylet coil wire that was stretched over the core wire. The stylet wire was still attached to the t-lock extension set. The condition of the distal weld tip could not be discerned from the photos or video. This type of damage can occur if the stylet is inadvertently cut when the catheter is trimmed to length. The instructions for use (IFU) caution, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ since the reported damage was observed in the photographs and video, the complaint was confirmed, but the exact cause could not be determined. A lot history review (lhr) of redw3741 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw3741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before the introduction of the catheter into the patient, at the moment of catheter cut, it was observed that the catheter's guide (of the catheter's inside), did not slide through the rubber, getting stuck and undoing itself. No other information was provided.